Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm) leading to false device classified termination of atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.